Event description:
It was reported that the drainage catheter broke. An expel¿ drainage catheter with twist-loc¿ hub was implanted into the biliary in (B)(6) 2015. The patient returned approximately two weeks later because the device was leaking. When the physician injected contrast in an attempt to take a picture, the catheter fell apart where the suture meets the skin. The physician inserted a wire through the catheter and was able to remove it and exchange it for a flexima catheter. There were no complications removing the catheter. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified shaft breakage of a section of the catheter shaft showing structural failure. In addition, cracking occurs at the punched holes of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that the drainage catheter broke. An expel drainage catheter with twist-loc hub was implanted into the biliary in (B)(6) 2015. The patient returned approximately two weeks later because the device was leaking. When the physician injected contrast in an attempt to take a picture, the catheter fell apart where the suture meets the skin. The physician inserted a wire through the catheter and was able to remove it and exchange it for a flexima catheter. There were no complications removing the catheter. No patient complications were reported.